Manufacturer narrative:
A saber rapid exchange (rx) 4mm x 30cm x 155cm percutaneous transluminal angioplasty (pta) balloon catheter ruptured at four atmospheres (atm) during its initial inflation. Therefore, the device was replaced with a non-cordis balloon catheter and the procedure was completed. It could be inflated without any issues. The lesion was the superficial femoral artery (sfa) which had chronic total occlusion (cto). A (14) unknown guidewire crossed the lesion. After that, a saber rx pta balloon was inserted and inflated at the lesion. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17700988 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported ¿balloon-burst - at/below rbp¿ could not be confirmed and the exact root cause could not be determined. Handling and procedural factors such as vessel characteristics (chronic total occlusion (cto), may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, a 4mm x 30cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 4 atmospheres (atm) during its initial inflation. Therefore, the device was replaced with a non-cordis balloon catheter and the procedure was completed. It could be inflated without any issues. There was no reported patient injury. The lesion was the superficial femoral artery (sfa) which had chronic total occlusion (cto). A (14) unknown guidewire crossed the lesion. After that, a saber rx pta balloon was inserted and inflated at the lesion. The device will not be returned for evaluation as it was discarded in the hospital. Additional procedural details were requested but are unknown.